Manufacturer narrative:
A ge rep has not yet reported on evaluation of the system.

Event description:
Customer reported problems with the control panel and that the system is displaying motion errors without being touched. No pt injury was reported.